Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. Citation: ann surg oncol (2020) 27:4166¿4170/https://doi.org/10.1245/s10434-020-08514-6.

Event description:
Title: robotic resection of hilar cholangiocarcinoma. The aim of the study is to present a robotic left hepatectomy extended to caudate lobe, combined with bile duct resection, lymphadenectomy and roux-en-y biliary reconstruction. The first minimally invasive procedure for hilar cholangiocarcinoma was published in 2010 and it was done by robotic approach. In 2012, they described the first laparoscopic procedure for hilar cholangiocarcinoma. A 76 years old female presented with progressive jaundice with an imaging showed intrahepatic bile duct dilation and a 1.8cm tumor in the hepatic duct. During hilar dissection and lymphadenectomy procedure left hepatic artery was divided between hem-o-loks (non-ethicon), ligature (non-ethicon) was enforced with 4-0 prolene suture (ethicon) and during roux-en-y reconstruction, hepatojejunostomy was performed with 5-0 running absorbable suture (non-ethicon). Reported complication was fever and perihepatic fluid collection. In conclusion, robotic resection of hilar cholangiocarcinoma is feasible and safe. The robotic approach may have some advantages over laparoscopic and open approach. This study may help oncological surgeons to perform this complex procedure.